Manufacturer narrative:
(B)(4). Method: (film evaluation). Results: inherent risk of procedure (kink); failure to follow instructions (oversizing of the overlapping limbs). Conclusion: inherent risk of a procedure (kink); failure to follow instructions (oversizing of the overlapping limbs).

Event description:
An endurant stent graft system was implanted for the endovascular treatment of a fusiform 5.3 cm diameter abdominal aortic aneurysm. Proximal aorta was 20 mm in diameter and 22 mm in length. Distal aorta was 34 mm in diameter. Right iliac artery was 24 mm in diameter and the left iliac artery was 22 mm in diameter. The right femoral artery is 8 mm in diameter and the left femoral artery was 12 mm in diameter. The right iliac artery was mildly tortuous with 50% stenosis and the left iliac artery was moderately tortuous with 50% stenosis. The circumferential aortic mural thrombus/calcification at the proximal neck was 10%. It was reported that there was evidence of stent graft kinking on the contralateral side. No clinical sequelae were reported and the patient is fine. A review of returned films post-implant show that the bifurcate is positioned just below the lowest left renal artery. The contralateral limb and extension were placed into the left iliac. In the distal aaa sac the contralateral limb ID measures 21 x 23mm. Within the 20 x 36mm distal aorta the contralateral limbs are compressed down 10 x 12mm ID, before expanding out to 18mm ID inside the left common iliac. No occlusion is seen, and there are no issues with the right ipsilateral limb which remains fully expanded at 14mm ID. The maximum aaa diameter is 5.5cm. The review of post-implant films show that in the distal sac the contralateral limb ID measures 23 x 25mm; however, within the distal aorta the contralateral limbs are compressed down 14 x 15mm ID, before expanding out to 21mm ID inside the left common iliac. No occlusion is seen, and there are no issues with the right ipsilateral limb. The maximum aaa diameter is 4.8cm. The cause of the left limb compression is likely due to oversizing of the overlapping limbs inside the narrow distal aorta.